Event description:
Pt with a history of metastatic cancer to lymph nodes, chronic a fib., dm type 2, stage 3 chronic kidney disease, and htn presented to the surgery clinic for f/u of a left axillary node drain removal. While in the waiting room, the patient coded and CPR was started. The AED was placed on the pt., no shocks were advised. The pt expired shortly after all resuscitative efforts were made. As part of facility policy, the AED memory card was evaluated by bio-med. After the tracings were reviewed, there was concern by biomed that the AED did not advise a shock for a heart rhythm that looked like it required an electrical shock. The facility has contacted the manufacturer and has requested a third party biomedical company evaluated the AED as well. Dates of use: 8 mins: 2009. Diagnosis: CPR.